Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was peeling at the down arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the down arrow, up arrow and ok buttons were intermittently unresponsive. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was moisture in the pump, a display lens leak and battery compartment leak. (B)(4).

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons had ceased functioning. The patient indicated that the keypad buttons were worn but there was no known damage to the keypad rubber. The patient did note that there was evidence of moisture inside the battery compartment. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.